Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a blunt thoracic trauma-transection from a mva / transection involving tear distal to the lsa but also aorta was blown out in mid descending thoracic aorta. The physician placed a 28/100 valiant captivia to treat the mid descending blowout which upon placement appeared to seal the distal tear. A 32/150 valiant captivia was placed just distal to the lsa to seal the proximal tear. The bottom of the proximal stent graft landed at the top of the distal stent graft only overlapping into the free flow stent. Completion angio showed everything was sealed so the physician closed the femoral access. It was reported that the patient was still unstable so the physician re-opened the groins and performed selective angiograms. The physician thought they may have covered the lsa so they selected the lsa and performed an angio where the lsa was found widely patent. They then performed an aortic angio and it showed an endoleak where the 28/100 valiant was placed in the mid descending. The endoleak appeared to look like a type iii fabric tear in the mid portion of the stent graft. The physician implanted a 30/100 valiant to cover an area in the 28/100 valiant stent graft where it appeared to be leaking and shot an angiogram and the endoleak was still present. A 36/150 valiant captivia was implanted and the final angiogram showed no sign of endoleak. The physician commented they did not follow the tip recapture technique on the second implanted valiant stent graft and that could have disrupted something. Since there was no stent graft overlap with the first two implanted grafts that the endoleak might have took place at that junction though per physician these two tears were isolated so covering each separate should have worked. Angiograms within the stent graft were taken and does look like a fabric tear. No additional clinical sequelae were reported and the patient is fine.

Event description:
Review of cta¿s prior to implant revealed that the patient had a transection 2-3cm distal to the lsa, and a transection at the mid-descending thoracic. The thoracic flow lumen diameter at the level of the lsa measured approximately 21mm, and there was calcification near the location of the proximal tear. The thoracic diameter just proximal to the mid-descending transection measured 23mm and distal to this tear measured 21mm. The abdominal aorta was noted to be 17mm in diameter and ringed with calcification. The iliac arteries were mildly tortuous. Review of angio images during implant noted that a transection was seen just below the arch and also within the descending thoracic. The first valiant was implanted within the descending thoracic; overlapping the distal transection. The second valiant was brought up through the distal device and implanted just distal to the lsa. The distal end of this second proximal device was seen implanted with the outside curvature (left-lateral) marker aligned with the proximal figure ¿8¿ marker of the distal device (overlapping the bare spring), however, the inside curvature (right) marker appears to have been pulled down 1.5cm into the first covered stent of the distal device. The distal stent had been mis-deployed approximately 45deg after being pulled down. The cause of this mis-deployment is uncertain. This may have occurred due to the reported failure to recapture the tip; however images during deployment and delivery system removal of this device were not seen in the films. Retrograde angio showed a possible type IV (or type iii fabric) endoleak from the distal device. A third device was then seen implanted extending three stent lengths distal to the first device. The proximal end of this third device does not overlap the mis-deployed distal stent. Contrast is seen near the overlapping distal sections, approximately 8 cm from the most distal stent. The endoleak type could not be determined; this may be a type IV or type iii fabric. A fourth device was then seen implanted proximal to first device, overlapping all 3 previously implanted devices. Final angio shows no obvious contrast and likely resolution of the endoleak, and coverage of both transections. The cause/type of endoleak could not be determined; this appears most likely be a type IV, or possibly a type iii fabric endoleak. It is also possible that the inaccurate placement of the distal end of the second implanted device may have contributed to a type iii junctional endoleak; however, no clear endoleak was seen near this location.